Event description:
The information received indicated that a male patient of unknown age was admitted for treatment of a 90% stenosis in the mid left anterior descending (lad) artery. The lesion was an in-stent restenosis of a taxus, the vessel was recoiled, heavily calcified and moderately tortuous. The devices were prepped normally. When a 2.5 x 10mm durastar balloon was inflated at the target lesion at nominal pressure, the balloon ruptured. Therefore, a different durastar (2.25 x 10mm) was used instead, but the balloon also ruptured after the 4th inflation. Since the lesion was dilated enough, a 2.5 x 13mm cypher was implanted without problems. The procedure was completed and there was no patient injury reported. The same indeflator was used successfully with other devices. The physician indicated that strut of the implanted taxus was flared and so it is natural that the balloons ruptured, but the rupture at the first inflation could be the balloon's problem.

Manufacturer narrative:
The product was clinically used and will not be returned for analysis due to the patient's infectious disease. This is one of two products used in the same patient and reported under manufacturing report number 9616099-2009-01049. Additional information will be submitted within 30 days from receipt.